Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. All front panel led lights were lit due to a faulty turret unit. Additionally it was noted that the nbi was intermittently not functioning. The high intensity motor was deteriorated and the diaphragm could not be moved back. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the lights on their olympus visera pro xenon light source's front panel were failing. Additional details relating to the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the indicated phenomena of ¿all the leds on the front panel were lit¿ was confirmed. The front panel issue was determined to be due to a failure of the turret unit. The reported issue of the ¿diaphragm could not be moved back¿ was also confirmed, the cause of which is unknown. Other inspection findings were as follows: nbi does not work intermittently; high intensity mode failure olympus will continue to monitor field performance for this device.